Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pca) using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil through a non-penumbra microcatheter and into the target location, however, while advancing the last third of the smart coil into the aneurysm, the smart coil straightened out and would not form loops, causing the microcatheter to back out of the aneurysm. Therefore, the smart coil was removed. The physician then attempted to place a second smart coil, however, the same issue occurred and the last third of the smart coil stiffened up, causing the microcatheter to back out of the aneurysm. With effort, the physician was able to fully advance the smart coil and successfully detached it within the target location. The procedure was then completed using additional coils. There was no report of an adverse effect to the patient.